Event description:
It was reported that during a meniscus repair, the fast fix failed to deploy the implant t2 . The t2 implant was removed from the patient with graspers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found the actuation bar was initially behind t2 but deployed it after recycling the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the fast fix failed to deploy the implant t2 . The t1 implant was removed from the patient with graspers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.